Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries it could be confirmed that the device detected an internal deviation within the electronic of the pcb control and performed a single restart. A deviation within the electronic system will cause a software-controlled restart of the whole electronic system which usually does not take longer than 12 seconds. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After completion of the restart the ventilation will be continued with the last valid settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported, that "during use on patient, the device suddenly posts alarm, device failure 99.1224 and stops running." There was no patient injury reported.